Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and missing shell. A visual and microscopic analysis was performed which identified: broken crease sharp, striated opening on radius, stress marks, non-penetrating nicks, creases fold and wear abrasion. Base on the device analysis the final assessment is:a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.